Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly. The sbc prevented the device from completing the boot-up process. Physio also further examined the removed interface pcb assembly and no failures were observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system pcb and interface pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that upon boot-up their device had a service indicator present and was locked-up. None of the buttons on the device's keypad would respond when pressed. There was no patient use associated with the reported event.